Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: all of the buttons responded properly; the original complaint could not be duplicated or confirmed. There was no physical damge to the keypad or inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok/enter button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.